Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. The customer's blood glucose was 154 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned